Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq5010vwas stuck in the cartridge while advancing. It was indicated that the haptic broke and the lens was not implanted. There was no pt contact or injury. The contact started that aq cartridge, lot number unknown, was used. The model and lot numbers of the injector were also unknown.